Event description:
It was reported that the patient's implantable neurostimulator (ins) was "sticking way out" and that one corner was protruding outward about an inch, so much so, that the patient occasionally "catches it on a chair." This corner area was very sore. In addition, the patient experienced a shocking sensation and therapy "changing on its own." Difficulties of coupling and communication as well as an inability to make adjustments with/without the antenna attached were also reported. It was apparent that the patient's physicians were in progress of addressing the issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. The patient had a follow up appointment scheduled with his hcp for (B)(6) 2012.

Event description:
Additional information received reported that there was a surgical revision on (B)(6) 2012 where the device was repositioned into a new pocket. It was noted that the cause of the event was pain at the "battery site." It was stated that the patient also had pain over his left iliac crest. Less than two weeks later, additional information reported that the pocket revision was "successful." The generator was moved higher above the patient's waistline and was "no longer bothering him.'

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID: 37754, serial#: (B)(4). Product type: recharger: product ID: 37744, serial#: (B)(4). Product type: programmer, patient. (B)(4).